Event description:
Caller reported a cartridge alarm 20, which resulted in blood glucose levels reaching 540 mg/dl. To address the high blood glucose, the customer administered a correction injection using multiple daily injections and did not require third-party assistance. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, which was still under warranty. The customer was informed about the updated software, storage mode instructions, and steps to return the defective pump. A replacement pump was shipped to the customer, who acknowledged the instructions provided. Customer reverted to an alternative method of insulin therapy.